Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of approximately 200mg/dl to greater than 400mg/dl and vomiting; cause was unknown. Elevated bg was addressed by father via a correction bolus and manual injection. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.